Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time the device was programmed to deliver morphine 5mg/ml, at a rate of 21 ml/hr, with a vtbi (volume to be unfused) of 500 ml and the delivery was started. It was reported that 20 hours after the delivery was started, the delivery was complete. No specific event details were provided; however, it was reported that the completed delivery was sooner than expected. There were no reports of adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.